Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. There was no impact to the customer¿s blood glucose. The customer successfully loaded the cartridge and continued to use the pump for insulin delivery.